Manufacturer narrative:
The reported event of crm (B)(4) - guardrail stopped a pca bolus file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). There was no patient harm.

Event description:
The customer reported a nurse could not give a pca bolus dose to a patient because it exceeded the guardrail limit. The device displayed "g" and the message on the device stated that an incorrect dose was entered, and the guardrail limit was exceeded. The patient was on a maximum dosage of fentanyl. There was no patient harm, and no action taken because this was a guardrails parameter issue; the pump was operating as expected.